Manufacturer narrative:
Unit was received in the field for evaluation. Refer to evaluation # (B)(4) - none. Unit functioned within all specifications. Could not duplicate customer stated malfunction. The DHR for console s/n 55400089 was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. The console history was reviewed during the months of (B)(6) 2013 and showed that this was the only reported issue with the console. In that time there has been (B)(4) reported microtip unit failures. No significant trend was observed. See replated handpiece in complaint (B)(4).

Event description:
Handpiece was cutting but irrigation was not working. Handpiece was hot to the touch.